Event description:
According to the info there was a tubing fracture at pump.

Manufacturer narrative:
The initial info received indicated a mark ii inflatable penile prosthesis was explanted. However, upon receipt of the explanted device, it was a titan inflatable penile prosthesis that was actually removed. An evaluation is pending the decontamination of the component(s). An evaluation will be forwarded upon completion.